Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that this was not their patient and did not provide any further information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's devices became "dysfunctional and defective." It was further reported that the patient experienced "aggravating, recurring somatic, visceral, and neuropathic nerve pains." The patient additionally reported that these pains included "central pain syndrome, cluster headaches, lumbar and cervical spine pain, and sciaticatic pains going down to his thighs, legs, feet, ankles, up to his buttocks." The patient also reported that he experienced "ongoing seizures and sudden electrical shocks." Additional information has been requested. A supplemental report will be filed if additional information becomes available. Reference MFR. Report # 6000032-2013-00050 for information about the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 7498-25, serial# (B)(4), implanted: (B)(6) 1997. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997. Product type: programmer, patient: product ID 7425, serial# (B)(4), implanted: (B)(6) 1999. Product type: implantable neurostimulator: product ID 3888-28, lot# l45885. Product type: lead: product ID 3888-28, lot# l45885. Product type: lead: product ID 3888-28, lot# l45879. Product type: lead: product ID 3888-28, lot# l45879. Product type: lead: product ID 3210, serial# (B)(4), implanted: (B)(6) 1997. Product type: transmitter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).